Manufacturer narrative:
Additional information: section h imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary dstxtelpx1 drawer would not open at all, and user had tried to recover storage space, but the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary dstxtelpx1 drawer would not open at all, and user had tried to recover storage space, but the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 5.2 was not on bus. A field service engineer (fse) checked configuration, cables, and connections. Inspected moab for visible issues and verified fuse integrity. The fse found significant debris inside moab, removed all cubies, cleaned moab and cubies, then reinserted all cubies. Unit restored to proper condition. The system functioned as intended after the field service engineer repaired the device.